Event description:
It is reported that a customer states that there is physical damage on his insulin pump. The customer states that the reservoir broke off and no longer fits on the insulin pump. The patient's blood glucose level was at 85 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a broken reservoir tube lip, a crack at the battery tube threads, scratches on the reservoir tube window, and a crack on the reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.